Manufacturer narrative:
(B)(4). Batch #: unknown. User facility or importer: mw5097641 ¿ received attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported, "curved ils 25 mm ethicon stapler used for re-anastomosis of bowel. The stapler only fired and cut along one side." There were no patient consequences reported.